Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified peripheral vessel. A 6.0mm x 40mm x 80cm sterling balloon catheter was advanced for dilation and initially inflated at 14 atmospheres for 2 seconds. However, during second inflation at 14 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient condition was good.